Event description:
The hosp reported that during a laparoscopic cholecystectomy, the jaw of a grasping forceps came off and became dislodged in the omentum and could not be removed after considerable effort. The incision was then widened and the jaw fragment was successfully removed by hand. The pt was said to have tolerated the procedure well and has been discharged from the hosp. There were no complications reported.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation. However, an olympus rep visited the facility to inspect the device. The inspection confirmed that the jaw of the grasping forceps was broken. There were no signs of corrosion visible on the metal parts or damage to the sheath. The cause of the user's experience cannot be conclusively determined, since the facility will not allow the device to be returned for more extensive analysis. However, if the device will be returned for investigation at a later date, or if significant info relevant to this report becomes available at a later date a supplemental report will follow. This report is being submitted as an MDR in an abundance of caution.